Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that atrial pulses appeared to be capturing in the ventricle about 50 ms after the paced event. Lead dislodgement was suspected.